Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2008 that this clinic nurse contacted boston scientific's technical services (ts) on (B)(6) 2008 to report that the monitoring voltage for this device decreased from 3.10 volts to 2.94 volts in three months. The clinic nurse expressed concern about the possibility of premature battery depletion. Additionally, the clinic nurse reported that the lv output had been programmed to 4.0 volts but has not been reprogrammed due to diaphragmatic stimulation. Technical services discussed general longevity and battery depletion curve. Technical services explained that a 4v output at 100% pacing would certainly have a relative impact on longevity. However, technical services could not determine if the device was exhibiting premature battery depletion. Technical services offered to analyze a memory disk but the clinic rn stated that the patient is monitored through latitude and will just continue to monitor for now. Subsequently, boston scientific received information in (B)(6) 2012 that this device was taken out-of-service due to the death of this patient ((B)(6) 2013). According to the clinic technician, the patient had been admitted to the hospice unit. The physician, per written order, had the device programmed off due to do no resuscitate (dnr) patient status prior to the patient's death. There were no reported allegations that the use of the device caused or contributed to the patient's death.